Manufacturer narrative:
Device analysis: the complainant indicated that the filter remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.

Event description:
It was reported that during a vena cava filter placement treatment procedure, a delayed deployment time was noted. It is noted that the event date, device lot number, and patient information are not available. A pre-placement vena cavogram was performed prior to placement of the filter. The physician flushed the unit with heparinized saline during prep, and used a continuous flush method during the procedure. No thrombus was noted at the deployment site. The common femoral insertion route was used and the position of the carrier capsule was confirmed by vena cavogram before placement of the filter. There was no difficulty inserting the carrier into the patient's anatomy, and the physician used fluroscopic guidance during the procedure. The carrier handle retracted and delivered the filter normally, but it took 2-4 minutes for the filter to fully open. The physician stated that it "just required some manipulation of the guidewire to fully open filter". All filter hooks are currently attached to the vessel wall, and the physician feels that the patient is adequately protected. The patient's current status is reported as "stable, discharged, no harm".